Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse called the paramedics because the patient was incoherent and disoriented from hypoglycemia. Emergency medcial services (ems) checked the patient's bg, which was 22 mg/dl and treated him with glucagon before transporting him to the emergency department (ed). It was reported that the sensor fell off as the patient was being transported from their home to the ed. After a few hours, the patient was discharged and was reportedly stable and doing fine at the time of the report. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.